Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, there was over three diopters of astigmatism that was not corrected. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).